Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The defibrillation therapy cable assembly was replaced. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. A backup device was onsite and used. The patient was (B)(6) year old male. The customer did advise that the device use did not have an adverse effect on the patient outcome.